Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that on (B)(6) 2019, the hcp accessed the patient's catheter and was only able to aspirate 0.5ml of fluid. It was otherwise full of air. That same day, when they refilled the pump, they expected 4ml but aspirated 10ml. The patient told the hcp there was always a large volume discrepancy during his refills. This, plus the worsening of spasticity despite pump rate increases, was what brought the patient to the hcp for troubleshooting. During the surgical procedure on (B)(6) 2019, the hcp was able to aspirate 1ml multiple times during the case. Once in the beginning to assess the patency of the catheter and once at the end when connected to the replacement pump to ensure patency of the entire system. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was still in possession of the clinic lab and it had not been released yet. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. The returned pump was interrogated and as per the logs lioresal with concentration 2,000.0 mcg/ml was being administered at a dose rate of 191.4 mcg/day as of (B)(6) 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal with concentration 2000.0 mcg/ml was being administered at a dose rate of 191.4 mcg/day as of (B)(6) 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (500mcg/ml at 100mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported that the patient was experiencing volume discrepancies and symptoms of withdrawal. The pump was explanted on (B)(6) 2019 and a catheter aspiration was performed intra-operatively. Per the hcp, the catheter was cleared multiple times during the procedure and the pump was replaced. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.